Event description:
Reporter alleged blood glucose on customers' device read 359 mg/dl compared to the clinic result of 83 mg/dl when testing was performed within one minute of each other. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.